Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device event was downloaded at the user facility. A review of the device history indicates that on (B)(6) 2013 at 1023, line a was programmed for hem/onc cca, to deliver oxaliplatin, at a rate of 285 ml/hr, with a vtbi (volume to be infused) of 570 ml, for a duration of 2 hours, and the delivery was started. At 1122, the device alarmed h2o2 prox air a, backprime and the device was turned off. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of oxaliplatin and fluorouracil, at a rate of 285 ml/hr, with a vtbi (volume to be infused) of 570 ml, for a duration of 2 hours, and the delivery was started. It was reported that one hour after the delivery was started. Two nursed noted the delivery was complete, instead of the expected 2 hours. At that time, the two nurses confirmed device was programmed correctly. There were no reported adverse pt effects. No medical interventions were required. After an unspecified length of time, the device was removed from clinical service. Though requested, no additional information was provided.